Event description:
Additional information was received indicating that the post-implant balloon aortic valvuloplasty (bav) was performed because the implanting physician elected to fracture the previously implanted surgical valve due to the small size of the initial prosthesis. The implanting physician sought to improve the hemodynamics and reduce patient-prosthesis mismatch (ppm). Prior to the dislodgement, the valve was positioned at a depth of 4mm. Following dislodgement, the valve dislodged into the ascending aorta. It was noted that a confida guidewire was used during the procedure. It was reported that the transcatheter valve was explanted during surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID gwbc30 (lot: unknown) ; product type: guidewire; implant date n/a; explant date n/a updated: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, inside a previously implanted medtronic surgical aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic (true) balloon to frack the surgical valve. Upon withdrawing the balloon, the balloon got caught within one of the cells of the transcatheter valve and the valve subsequently dislodged into the aorta. The patient was taken in for open heart surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID 305u221 (serial: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2023; explant date n/a product ID non-medtronic true balloon; product type: balloon ; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: unknown) ; product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: unknown; product type: 0195-heart valves; implant date n/a; explant date n/a. Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that according to the implanting physicians, the surgical valve was smaller for the patient body habitus hence their subsequent decision to balloon fracture the valve post-implant. The valve was explanted surgically. No adverse patient effects were reported.